Event description:
During a procedure, the catheter did not steer accurately. The catheter was removed and the insulation of the catheter was separated with exposed internal components. The catheter was replaced and the procedure was continued with no adverse consequences to the patient.

Event description:
The physician used a straightener that was in the catheter to pass through the sheath. There were no insertion difficulties noted.

Manufacturer narrative:
One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. The catheter did not meet specifications for curve deflection in either direction due to the fracture in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft is consistent with damage during use.